Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient said that they had the implant for about 3.5 weeks and all of a sudden the last change started shocking them. The patient said they couldn't roll over at night or sit completely back because the stimulation touches just one certain spot and they were screaming in agony. The patient was trying to get a hold of their manufacturer representative. The agent walked the patient through connecting to their implant and turning their stimulation off. The patient was redirected to their healthcare provider to further address the issue.

Event description:
No new information for event description.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) on 2026-mar-13. They reported that steps taken to resolve the issue included that the patient had a sacral x-ray on (B)(6) 2026 which showed normal, appropriate [ins] placement and that it was intact. The patient was seen on (B)(6) 2026, and they tried turning on the device again. The patient called the next day with pain. They made a plan to remove the device on (B)(6) 2026. At the time the additional information was received, the device was still in use but off.